Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. The DHR review could not be performed without a lot number. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Pt said the curved tip is causing blood in his urine. Per additional information received via phone on 28jul2025 and it was reported that he visited the doctor and was diagnosed with a uti. Customer did not specify what type of medicine was provided to treat the uti. Customer stated that the curved catheters were causing him to bleed and he spoke with his doctor several times about submitting a new prescription for a different type of catheter. Customer also spoke with liberator and was advised that they have to receive the new prescription directly from the doctor before any changes can be made. Customer was very upset and disconnected the call.

Event description:
Pt said the curved tip is causing blood in his urine. Per additional information received via phone on 28jul2025 and it was reported that he visited the doctor and was diagnosed with a uti. Customer did not specify what type of medicine was provided to treat the uti. Customer stated that the curved catheters were causing him to bleed and he spoke with his doctor several times about submitting a new prescription for a different type of catheter. Customer also spoke with liberator and was advised that they have to receive the new prescription directly from the doctor before any changes can be made. Customer was very upset and disconnected the call.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation and were found to be adequate. The reported event is addressed within the labeling. The DHR review could not be performed without a lot number. Correction - f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reportesd that the patient said the curved tip is causing blood in his urine. Per additional information received via phone on (B)(6) 2025 and it was reported that he visited the doctor and was diagnosed with a uti. Customer did not specify what type of medicine was provided to treat the uti. Customer stated that the curved catheters were causing him to bleed and he spoke with his doctor several times about submitting a new prescription for a different type of catheter. Customer also spoke with liberator and was advised that they have to receive the new prescription directly from the doctor before any changes can be made. Customer was very upset and disconnected the call.